Manufacturer narrative:
B2 - claim changed from malfunction to serious. B5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with refractive surprise. In a separate visit the lens was repositioned. The lens remains implanted. H4 - manu date 24-aug-2024. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4). See claim# (B)(4) for fellow eye.

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with refractive surprise. In a separate visit the lens was repositioned. The lens remains implanted. No additional similar complaint types were found.

Manufacturer narrative:
A2: patient dob - (B)(6) 1999. D4: model: vticmo 13.7. Claim (B)(4). See claim (B)(4) for fellow eye.

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and refractive surprise, lens was repositioned but did not solve the problem. The lens remains implanted.

Manufacturer narrative:
A2 - birthday (B)(6)1999. B5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with refractive surprise, lens was repositioned but did not solve problem. Lens was exchanged for shorter; problem was resolved. B6 - explant date: (B)(6) 2024. H6-health impact code: 4629 lens exchange. Claim# (B)(4) see claim# (B)(4) for fellow eye.

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with refractive surprise, lens was repositioned but did not solve problem. Lens was exchanged for shorter, problem was resolved.